Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, but analysis could not be performed due to legal restrictions. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and so the patient went to the emergency room. It was noted that lead integrity alert (lia) had triggered, with a warning for undefined high pacing impedance, oversensing, noise, high thresholds, a sudden inability to capture, and lead fracture all noted. Detections were programmed off and within a few days the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that only 11.5 cm of the proximal lead was returned. If information is provided in the future, a supplemental report will be issued.